Event description:
It was reported that, twelve hours post implant, it was determined that the right atrial (ra) lead had perforated and caused a small pleural effusion and pneumothorax. Undersensing was also noted. A chest tube was placed, the patient was hospitalized, and will be monitored. The lead remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).